Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. Corrected data: the event description has been updated in addition to the date of event. The initial medwatch reported the incorrect date on MFR: 0002023141-2023-00772.

Event description:
Upon follow up the dental office reported that the patient was at home and while chewing, the abutment screw fractured along with implant.

Event description:
It was reported that the implant on tooth site #31 was removed due to a fracture. Symptoms of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.